Event description:
It was reported that the 9600 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The coin battery was replaced and voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.